Event description:
An engineering investigation was initiated on an observation of prematurely open high voltage conductors in quik-combo therapy modules returned from field use. An open conductor could result in the inability to deliver defibrillation and/or pacing therapy in addition to an inability to monitor the pt's electrocardiogram in the paddles mode.